Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 USA was found to be damaged during use. The following was reported by the initial reporter: "it was reported that one pen needle went through the inner shield and stuck the consumer. Verbatim: consumer reported customer brought back 1 pen needle thru inner shield. Consumer reported to pharmacist this pen needle thru inner shield stuck them before use, but no injury to report lot #: 0127648, catalog#: 320109. Date of event: (B)(6) 2021. Samples status: awaiting sample."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned a single pen needle with a blue cap, identifying it as an 8mm, 31 gauge pen needle. The cannula is sticking out of the side of the inner shield at a 90 degree angle approximately one third of the way up from the distal tip of the hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. Capa290556 was raised to address this issue. H3 other text : see h.10.

Event description:
It was reported that a pen ndl 31ga 8mm 100 bx 1200 USA was found to be damaged during use. The following was reported by the initial reporter: "it was reported that one pen needle went through the inner shield and stuck the consumer. Verbatim: consumer reported customer brought back 1 pen needle needle thru inner shield. Consumer reported to pharmacist this pen needle thru inner shield stuck them before use, but no injury to report lot #: 0127648, catalog#: 320109, date of event: (B)(6) 2021, samples status awaiting sample."